Event description:
The product was evaluated. An exterior visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and passed. Data log analysis test was performed and passed. Functional test was performed and passed. A manual alarm/alert test was performed and passed. The device was opened for internal visual inspection and passed. Speaker/vibrator resistance was measured and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. On 2/1/2024, the patient was sleeping when her glucose level went low. However, it was reported the cgm device did not provide any audio alerts during this time. The patient lost consciousness and was diaphoretic. The patient¿s husband treated the patient with a gvoke (glucagon) injection and called emergency medical service (ems). Once ems arrived, the patient was transported to the hospital. The patient was further treated with IV dextrose and a potassium pill. The patient also had blood work and a urine test done. The patient was discharged home from the hospital on the same day. The patient was in good condition at the time of the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.